Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient experienced dizziness and fainted hitting their head. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.